Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to a painful sensor session, pt's father noticed that sensor wire was protruding from skin. When the sensor was removed the skin was red and puffy. One day later, the skin had returned to normal. At the time of her call to dexcom technical support, pt's father reported that pt was doing fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.